Event description:
After the patient returned home from the pump implant procedure in 2013, the pump migrated. The pump was then removed in 2013. During the pump removal procedure, the patient had a stroke. The patient did not have another pump implanted. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).